Event description:
It was reported that during a laparoscopic lobectomy, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #unk. This is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device 35 mm from top view, with the battery pack loaded, the closing trigger and anvil in closed position, and with a reload present. Also, some surgical instruments were observed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.